Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges experiencing fatigue, poor sleeping, and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section b (describe event or problem) should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5105860) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The manufacturer previously received information alleging patient complaint of pneumonia, fatigue, cough, and poor sleep. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that observed an unknown gray contamination on and around the iso port. Fibrous contamination was also present at this location, dust like and fibrous contamination inside the bottom enclosure, an unknown white contamination on the air inlet of the blower box at the filter area, slight dust-like and fibrous contamination was present on the blower outlet seal. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Section h patient outcome code was missed to captured in initial report and updated in this report. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.